Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator had a drifting o2 concentration. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
(B)(4). Ref. Exemption #: e2018003. (B)(4). The user facility performs service of their ventilators by themselves and did not request any service. It has not been communicated if any parts were replaced or not. The investigation of the provided ventilator logs confirms the reported event of drifting o2 concentration. Alarms for low and high o2 concentration were generated on the reported event date. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after start of ventilation. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined.

Event description:
(B)(4).